Event description:
It was reported that the pump battery could not be charged with the tandem-provided wall adapter. Reportedly, the customer was using a non-tandem provided charging cable together with the tandem-provided wall adapter to charge the pump. Replacement tandem-provided charging supplies were sent to the customer. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.